Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawer opened all the way when dispensing narcotic. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was failed. A field service engineer tested the unit using the hardware test application and found that the sub-drawers were not opening to the selected pockets, identified triple 1.2 sub-drawers as the cause of the issue and replaced the triple control unit for sub-drawer 1.2, then tested mini drawer 1 and all mini sub-drawers in the hardware test application. All components tested successfully. The system functioned as intended after the field service engineer repaired the device.